Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k122590, k926214. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Reproductive testing was performed and a guidewire was withdrawn from a metal needle. As a result, the urethane outer layer of the guidewire was peeled off. The cross section surface of the urethane was smooth as if it had been cut with a blade, and exposed core wire was observed. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. It is likely that actual guidewire was exposed to a pulling load in the withdrawal direction while its urethane coating was in contact with the metal needle, resulting in the peeling of urethane outer layer. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure. Ptcd drainage procedure on (B)(6). An elaster needle was not enough in length and was exchanged to a longer needle. After that, a guide wire was inserted, then dilatation with a dilator was done, then a pig drainage tube was inserted, and the procedure was completed. They took a CT on (B)(6), they noticed that a white object was visible. Looking back at the cine image, they could see only one guidewire at first, but two guidewires became thinly visible at some point on the way. They stated that the guidewire may have been scratched with the first entry needle and sheared when the drainage tube was inserted. The sheared fragment remained in the body. Follow-up will be continued since retrieval of the fragment is impossible. The procedure was completed successfully. There has been no patient health damage so far.